Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was broken and insulin leaked. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer was not sure if insulin was in the pump or reservoir compartment. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self -test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected smell insulin or moisture damage found inside the pump. The insulin pump had cracked case at display window corner, battery tube threads, broken half of reservoir tube lip and test reservoir will lock/click in place properly. No damage found on reservoir tube o-ring.